Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 145 mg/dl and the sensor glucose was below 40mg/dl at the time of the incident. The customer reported that she put in a new sensor and did the calibration and it seemed like everything was going to go okay and then when she was going to bed it asked her to calibrate again and it did not accept that and got a change sensor alert. Blood glucose value from reported event was 112 mg/dl. Sensor glucose value from reported event was unavailable. Sensor glucose and blood glucose difference is unavailable. Sensor glucose value that triggered the suspend event was below 40. Suspend before low limit in sensor settings was 60. The sensor will not be returned for analysis.